Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture/non-capture and increased pacing lead impedance measurements. The patient with this lead was brought to the laboratory for further evaluation. Fluoroscopy determined that a conductor fracture was present. A revision procedure was performed and the lead was extracted. During the procedure, the lead was mostly destroyed and what remained of the lead was sent to the hospitals' pathology laboratory. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.